Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the fluid bag line of a homechoice cassette without an alarm. As a result, the homechoice machine was stopped and peritoneal dialysis (pd) was performed manually. This was identified during use of the device for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual devices were not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected which observed visible bubbles in the tube fluid path. Due to the nature of the sample (no return), no additional testing could be performed. The reported condition was verified by the photographs. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.